Event description:
Type ia endoleak: in the physician's first use of the treo case, the procedure was performed with device selection as reviewed by the supervisor. After implantation of the main bifurcated stent-graft, contralateral leg extension stent-graft, and ipsilateral leg extension stent-graft, leakage was confirmed during final angiography. After an excluder cuff (26mm) stent-graft was additionally implanted, the leakage decreased. It was determined to monitor the condition, and the procedure was ended. Operation type: evar. Ancillary devices used: excluder cuff (26mm) (tc#bm221200548). Patient outcome - "the current patient's condition is unknown."

Event description:
Type ia endoleak: in the physician's first use of the treo case, the procedure was performed with device selection as reviewed by the supervisor. After implantation of the main bifurcated stent-graft, contralateral leg extension stent-graft, and ipsilateral leg extension stent-graft, leakage was confirmed during final angiography. After an excluder cuff (26mm) stent-graft was additionally implanted, the leakage decreased. It was determined to monitor the condition, and the procedure was ended. Operation type: evar. Ancillary devices used: excluder cuff (26mm). (B)(4). Patient outcome - "the current patient's condition is unknown."